Event description:
Reportedly, during a crtd interrogation (037dh00d) the user was performing the threshold test on the pacing dependent patient. When loss of capture occurred, he pressed immediately the stop button but the tablet did not recognize the "touch". Then the user started pressing several times to stop the test causing in a several second pause. There were no consequences for the patient except for feeling a dizzy. User was concerned since this repeated in the next test with the lv threshold.

Event description:
Reportedly, during a crtd interrogation (B)(6) the user was performing the threshold test on the pacing dependent patient. When loss of capture occurred, he pressed immediately the stop button but the tablet did not recognize the "touch". Then the user started pressing several times to stop the test causing in a several second pause. There were no consequences for the patient except for feeling a dizzy. User was concerned since this repeated in the next test with the lv threshold.

Manufacturer narrative:
The review of provided data from the device sn (B)(6) on (B)(6) 2024 confirmed the reported issue: - the right ventricular (rv) pacing threshold was performed at 100 bpm at 11h13, and was 0.75 v. It ended automatically at the end of the test, after all the test spikes were delivered. The user should stop the test as soon as he/she sees the loss of ventricular capture. According to the available data the stop button did not react or was not well selected. The ventricular pause lasted for 3 seconds. - the left ventricular (lv) pacing threshold was performed at 100 bpm at 11h14, and was 1 v. The lv pacing threshold test ended before the end of the test. The user should have been successful in stopping it after a while and probably several attempts to stop the test. According to the available data the stop button did not react immediately or was not well selected. The ventricular pause lasted for 4,5 seconds. - the atrial pacing threshold ended automatically and did not trigger ventricular pause. The provided data do not allow to confirm that the tests could not be stopped. The subject programmer was not available for investigation and the reported issue could not be reproduced. Therefore, the root cause could not be determined. This case is retained and utilized for trend purposes.